Event description:
Received report of catheter balloon rupture which was discovered upon removal from the pt. It was reported that the pacing catheter had been in place for two days when an attempt to wedge the catheter was unsuccessful. The catheter was removed and it was noted that the balloon had ruptured. The ruptured balloon appeared to have all pieces present. The catheter was replaced with no reported harm or injury to the pt. The customer contact states that due to time elapsed since the incident, they are unable to recall specific pt info including age or diagnosis. No additional info was available.